Event description:
The patient claimed that the down and ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was observed to the pump keypad cover. During testing, all of the keypad buttons were intermittently unresponsive and required multiple presses to engage. The up arrow and contrast keypad buttons were difficult to press and required presses with increased force to elicit a response. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen text appeared dim, faded, and discolored. Additionally, the battery compartment was observed to be cracked. (B)(40. Returned to manufacturer on 05/30/2012.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.